Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the aspect box hand control, power supply ps1, reseated the "at" communications pcb and replaced weak s-ram battery. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the cardiac system c-arm will boot normally, but the workstation will intermittently go into a reboot cycle and hang up. It was also reported that the readout on the dicom aspect box hand control was not functioning. It was noted that a hard reboot will clear the boot problem and the system will function normally. There was no report of patient injury.